Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Sample was sent to lab in a blue top tube half an hour later; nurse used capillary tubes to collect sample. Caller stated that the pt went to the emergency room on (B)(6) 2012 for reasons unrelated to the inr and obtained the lab inr value listed above. Pt has only been on coumadin for three weeks.